Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink extension set burst. The incident occurred in the radiology department while the nurse was injecting IV contrast into a patient. It was reported that the tubing "burst at the part where the hard plastic connects to the angio catheter and the tubing meets" (male luer interface). There was no patient injury or medical intervention associated with this event. No additional information is available.